Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-09870 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the downstream and upstream occlusion sensor seals were contaminated by fluid ingression. Functional testing was unable to be performed due to error code ?1871" alarm message on the pump display. The reported issue could not be duplicated; however, event history logs confirmed ?no disposable" messages. The most probable root cause was determined to be fluid ingression. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a two-tone beeping noise. It is unknown if there was patient involvement, no adverse patient effects were reported.